Event description:
It was reported that the right ventricular (rv) lead exhibited a raising impedance and thresholds. A polarity switch was also noted on the rv lead. It was also observed that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing. Both pacing leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.